Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that while performing a transurethral resection prostate procedure with an olympus hf-resection electrode demo device, the welding spot at the loop broke off. According to the initial reporter, the alarm message ¿i0002: short circuit¿ appeared on the display. Reportedly, the loop was changed out, and the new one broke immediately. The customer confirmed that a total of 3 loops were damaged in this way. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. This report is 1 of 3. Please see reported with patient identifiers (B)(6) for the related events.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due wear and tear possibly in connection with inappropriate/unsuited handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received from the initial reporter confirming that the device associated with report with patient identifier (B)(6) was disposed of at the hospital and will not be returned. Additionally, the remaining devices, associated with patient identifiers (B)(6) are being returned to olympus for evaluation. The results of those evaluations will be included on each final report.